Event description:
The frame broke at the weld of the rollator where the left front wheel is connected to the main frame. The user was leaving the hospital, and she was sitting on it with her daughter pushing her on tile flooring. The user fall and bruised the bones in her hand, and ended up in the ER days later. The user had to have her hand in an elastic bandage and a splint. Compass health brands advised the user that a rollator user is not meant to sit on the rollator and be pushed around - the user stated she understood.